Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 35 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer current blood glucose reading was 44 mg/dl. Customer blood glucose at the time of the incident was 33. Customer treated their low blood glucose reading with food. Insulin pump will not be returning for analysis.